Event description:
It was reported that the safety mechanism or sheath is popping off, separating from the needle upon completion of a blood collection. This incident almost resulted in a needle stick. Customer indicated that the safety mechanism is very large and must be forcefully pushed to cover the needle.